Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction:user's test strips had a poor storage(kitchen).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 258, 219, 206, 305, 277 mg/dl. The customer's expected fasting blood glucose test result range is 120 to 165mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016 a back to back blood test was performed by the customer fasting and produced test results of 288 and 282mg/dl. The product is not stored according to specification,customer stores the product in the kitchen. The test strip lot manufacturer's expiration date is 12/31/2017 and open vial date is 08/22/2016. The meter memory was reviewed for previous test result history (date / time not set): (B)(6). Customer educated of the product proper storage environmental conditions. Customer had impaired vision.

Manufacturer narrative:
(B)(4). Product does not return for evaluation yet. Most likely underlying root cause of malfunction: user's test strips had a poor storage(kitchen).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 258, 219, 206, 305, 277 mg/dl. The customer's expected fasting blood glucose test result range is 120 to 165mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016 a back to back blood test was performed by the customer fasting and produced test results of 288 and 282mg/dl. The product is not stored according to specification, customer stores the product in the kitchen. The test strip lot manufacturer's expiration date is 12/31/2017 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history (date / time not set): (B)(4). Customer educated of the product proper storage environmental conditions. Customer had impaired vision.